Event description:
On 5/6/99, the facility's nusre informed the MFR's sales rep of the following: the catheter has a slit in it approx 3-5 cm from the distal tip. The pt's chest area was severely agitated from exposure to the chemicals. No further details were provided.